Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing, intermittent blood glucose (bg) levels over 400 mg/dl, and felt "ill and weak"; cause was not known. Customer was taken to the emergency room by a family member. Customer declined troubleshooting with tandem technical support and declined to provide further information. Date of event is approximate.